Manufacturer narrative:
Device evaluation by manufacturer: the returned device consists of embold fibered coil and a microcatheter. The device was examined visually and microscopically to reveal that the coil was separated at the couplers. The microcatheter was x-rayed and it revealed that the coil was stuck inside the microcatheter. It appeared to have bunched while inserted into the catheter. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 16sep2025. It was reported that the proximal release was difficult to break. An embold fibered 20x50 was selected for a balloon-occluded retrograde transvenous obliteration (brto) procedure in the gastrorenal shunt. When attempting to deploy the coil, however, the proximal release could not be detached whether it was bent or pulled. A new coil of a different model was used to complete the procedure. There were no patient complications as a result of this event. However, device analysis revealed that the coil was separated at the couplers.